Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced, the power supply was adjusted, and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error and would not boot up. No patient injury was reported.